Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The caller stated that her glucose level has been higher as 523mg/dl due to the error alarm, and she has treated with manual injections. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was rec'd with an error alarm during the basic occlusion test as a result of a loose drive support disk.